Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok, up and down arrow keypad buttons were having delayed responses, and required excessive pressure to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2012. The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed that the "down" & "ok' keys are intermittently unresponsive. Keypad was intact and when removed, contamination noted under all key contacts, and "down" key contact was inverted.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.